Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported resistance with the guiding catheter could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the kissing balloon technique was being used with a 2.5 nc trek and a 3.5 nc trek. As the 3.5 nc trek balloon catheter was being advanced in the guide catheter, resistance was met and the shaft kinked. An attempt was made to straighten the kink at which time the shaft separated. The entire catheter was removed and was replaced with another 3.5 nc trek that was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.